Event description:
Echelon flex60 long articulating endoscopic linear cutter jammed. It would not open once it was closed. It was not used on the patient. Another stapler opened and worked without any issues. Manufacturer response for long articulating endoscopic linear cutter, echelon flex 60 (per site reporter): sales rep notified.